Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture occurred. A 15mm x 2.5mm quantum maverick balloon catheter was selected for pre dilation of an unknown lesion. Upon inflation to 6 atms a balloon ruptured occurred. The number of inflations and duration is unknown. The balloon catheter was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.